Event description:
The patient had original an ICD implant 4 years ago. One month ago, the patient had an upgrade to a crt-d with removal of ICD generator. The patient also had placement of an atrial lead, pacing lead, new right ventricular (rv) sense lead, and left ventricular (lv) coronary sinus pacing lead at that time. The medtronic defibrillation wire was retained and the sensed portion was capped. This admission, the patient returned to surgery due to infected ICD pocket. An incision and drainage of the ICD pocket was performed along with an explant of crt-d and lead extraction of 4 leads including the sprint fidelis lead. The patient was discharged home in good condition with plans for follow-up with physicians.